Manufacturer narrative:
(B)(4). It was reported that the patient underwent a liver-kidney transplant surgery. The patient experienced a wound dehiscence and suture breakage. The patient underwent wound closure and a wound vac placement. It was reported that the patient¿s tissue was thin. The patient¿s current status is stable.

Event description:
It was reported that a patient underwent an abdominal wound closure on an unknown date and suture was used. A dehiscence was noted after a wound vac was removed from the site. The patient also had ascites. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: four explanted suture segments without packaging were returned for evaluation. Upon visual evaluation, all of the ends on all of the explanted suture segments were cut. No other damage, defects, or anomalies were found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an abdominal wound closure on an unknown date and suture was used. A dehiscence was noted after a wound vac was removed from the site. The patient also had ascites. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code: four explanted suture segments without packaging were returned for evaluation. Upon visual evaluation, all of the ends on all of the explanted suture segments were cut. No other damage, defects, or anomalies were found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.